Event description:
Customer stated "burn mark where the coils are." Product has not been returned for investigation. Based on feedback analysis and trending, bce has not found it to be a recurring issue in this lot. Customer did not claim any injury. Without the presence of product, bce cannot make any further determinations.